Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial implant with endologix devices at an unknown date. Subsequently, during a follow up on (B)(6) 2016, computed tomography revealed the aneurysm had extended into the right common iliac. Physician elected to implant an ovation extension to correct the issue. Patient is in stable condition.